Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon removal, the foley catheter balloon was unable to deflate through the balloon port. Ultrasound guidance was required to remove the balloon for suprapubic deflation. On (B)(6) 2021, the patient was in the clinic for a scheduled urethral catheter change. Additional intervention from other healthcare professionals, as well as additional equipment, were required to carry out the procedure. The patient's discomfort had increased. In addition, the patient required intravenous antibiotics and a local anaesthetic.

Event description:
It was reported that upon removal, the foley catheter balloon was unable to deflate through the balloon port. Ultrasound guidance was required to remove the balloon for suprapubic deflation. On (B)(6) 2021, the patient was in the clinic for a scheduled urethral catheter change. Additional intervention from other healthcare professionals, as well as additional equipment, were required to carry out the procedure. The patient's discomfort had increased. In addition, the patient required intravenous antibiotics and a local anaesthetic.

Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. It is unknown whether the device had met relevant specification. Sample was evaluated and observed no abnormalities and catheter can be inflate and deflate without difficulties. However, full investigation could not be performed completely as sample was classified as poor sample condition and several tests could not been carried out. A potential root cause for this failure mode could be thin rubberized layer (non-deflator) due to collapsed shaft under the sac. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Correction: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.